Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited steadily increasing shock impedance measurements from 75 ohms to greater than 125 ohms. The root cause of the high shock impedance measurements was unknown. The physician scheduled the patient for replacement of the ICD and rv lead on a future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If information is provided in the future, a supplemental report will be issued. Despite several attempts, no additional information has been received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited steadily increasing shock impedance measurements from 75 ohms to greater than 125 ohms. The root cause of the high shock impedance measurements was unknown. The physician scheduled the patient for replacement of the ICD and rv lead on a future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If information is provided in the future, a supplemental report will be issued.